Event description:
The physician conducted an echo when the pt was admitted. The 25 mm sjm masters series mechanical valve was checked and one of the leaflets had very little movement. The mechanical valve was explanted and replaced with the same size 25 mm sjm biocor valve (model b100-25m, sn (B)(4)). The pt was reported to be in stable condition with inr maintained.